Event description:
Medtronic received information that this transcatheter bioprosthetic valve was deployed at its targeted location but did not fully expand due to existing calcification within the aorta, resulting in moderate to severe aortic insufficiency. Post-implant balloon aortic valvuloplasty (bav) was used to further expand the valve; during the bav, the valve dislodged out of the annulus. It was then snared and pulled into the ascending aorta. There were no noted patient complications. A second valve was then successfully implanted with mild aortic insufficiency. There was no further intervention and no subsequent adverse patient effects.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information does not indicate any potential manufacturing issue. Aortic insufficiency (ai) can be caused by a number of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, patient anatomy/existing calcification most likely contributed to the issue; however, a conclusive cause could not be determined from the information available. A second valve was implanted successfully with mild ai; a mild ai has minimal impact on the patient and is generally deemed an acceptable residual condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.